Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not used the scs system over a year and not charged the ipg. As a result, the ipg is inoperable. The patient met with the physician and surgical intervention may be taken to address the issue.